Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a difficulty viewing ultrasound images. During the device analysis, chipped and cracked adhesive around acoustic lens was found. It was determined that the lens needed to be replaced. There was no patient involvement.